Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment and was not hospitalized. The customer stated that they did not have any issues with their insulin pump. The customer received weak signals and lost sensor due to communication issues between the transmitter and sensor. The customer was advised to disconnect and reconnect he transmitter and sensor. The customer was advised to monitor the pump and to call back if the issue occurs again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.